Manufacturer narrative:
The lot number was provided by the customer is incomplete or invalid, therefore, the exact date of manufacture cannot be determined. The tube was discarded and therefore unavailable for failure investigation. No analysis or conclusions can be made without the device. Information has been added to the database and trending of this failure mode will continue. The device in the incident is not distributed in the united states, however the hilo endotracheal tube is of essentially identical design and is distributed in the united states. The 510k number for the hilo endotracheal tube is k871204.

Event description:
The covidien rep in (B)(4) rec'd a report from a customer that stated that the tube's balloon was leaking and had to be reinflated event 5 minutes. The pt had to be re-intubated.